Event description:
A report received from the user facility stated that during a micro-direct laryngoscopy and vocal cord stripping procedure the anesthesiologist attempted to intubate the patient with a cuffed 5.5 laser-flex tracheal tube but encountered minimal air movement with hard resistance to ventilate. It was stated that there was visualization of the vocal cords and the laser-flex tracheal tube passed easily during intubation. Upon noticing the resistance to ventilate and minimal air movement, the tube was pulled. Easy mask ventilation continued following the removal of the tube. The anesthesiologist then proceeded to successfully intubate the patient with a silicone laser tube. It was reported that the induction of anesthesia was done by easy mask ventilation. The anesthesiologist tested the laser-flex tracheal tube through a circuit with 30-40 cm of water pressure, at which time, resistance and minimal flow was encountered.

Manufacturer narrative:
Though requested, there was no additional information regarding the location of the device reported to the manufacturer. There was no device returned to the manufacturer for evaluation. (B)(4).